Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range pacing impedances. The patient's pulse generator (pg) had declared elective replacement indicator (eri) and an explant procedure was performed. A new pg was implanted which also displayed high, out of range rv pacing impedances. The lead was left in service and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available and this investigation is complete. Should additional information become available, this report will be updated.